Event description:
The manufacturer received a complaint alleging the device randomly shuts off. Patient states when the device would shut off it would show "check power" message and patient would need to power cycle the device to restart therapy. Patient states the device has always been plugged in directly to a wall outlet. Patient states he has a spare power cord and power supply and since using it the device has not shut off while in use. Patient also reported that his sd card is sporadically not recording therapy data. Patient states sometimes 3 months will be missing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.